Event description:
It was reported that the patient suffered multiple seizures the month prior (12-18 seizures). It also reported that the patient's heart has been racing. The patient's mother reported that the physician cleared the patient of any issues other than seizures. It was later reported that the patient was seen by the physician and that device diagnostics were within normal limits. The physician changed the device off time from 1.8 minutes off to 5 minutes off. Attempts to obtain additional relevant information have been unsuccessful to date.